Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01961.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) and the basilar artery using a penumbra engine (engine), a penumbra engine canister (canister), a non-penumbra revascularization device, a non-penumbra catheter, a non-penumbra sheath, and a non-penumbra stent retriever. During the procedure, the engine sounded like it was functional; however, none of the indicator lights illuminated and no aspiration was being produced. It was reported that the lid of the canister and the engine were checked several times but the issue persisted. Therefore, the engine and the canister were removed from the procedure. The procedure was completed using a syringe to perform manual aspiration. There was no report of an adverse effect to the patient.